Event description:
It was reported to philips that the system's wired footswitch was broken, preventing imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was not in clinical use at the time of the event. No patient involvement was reported. No patient or user harm or injury was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting confirmed that the footswitch cable was broken and the footswitch shell was broken, resulting in fluoro occasionally failing. The fse replaced the wired footswitch. The footswitch was returned for analysis. Failure analysis found that the footswitch had abundant paint damage and corrosion on the exterior, cable damage, and small cuts on the cable and rubber sleeve due to a loose mounting plate. After replacement of the wired footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.